Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Buried bumper syndrome is a known complication of a peg tube placement. The instructions for use indicates - once the stoma site is healed, the abbvie peg tube should be mobilized. Push the abbvie peg tube carefully 3-4 cm into the stoma and move the tube in a bi-directional motion (back and forth) every time the dressing is changed. It is important for the tube to move freely in the stoma to prevent the internal retention plate from becoming embedded (¿buried bumper syndrome¿). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015, patient in hungary was started on duopa therapy. On (B)(6) 2019, patient noticed that the peg (percutaneous endoscopic gastrostomy) tube cannot be moved. Report indicated that the patient experienced buried bumper syndrome. On (B)(6) 2019, patient underwent surgery for the internal retention plate that was grown into the stomach wall. Duopa therapy was suspended. It was reported that the patient may not have been moving the peg tube properly due to his weaker condition.